Manufacturer narrative:
(B)(4).

Event description:
It was reported that a driver load failure message is displayed when attempting to upgrade the programmer. The programmer could not be upgraded due to this issue.

Event description:
It was reported that a driver load failure message is displayed when attempting to upgrade the programmer. The programmer could not be upgraded due to this issue.